Event description:
Customer complaint (recalled product): burning hot or barely warm - don't buy this heating pad! ---- terrible and defective. It's either so hot it will burn you or barely warm. The heat is not consistent. It gets extremely hot, hot enough to burn you for several minutes when you turn it on. Then it cools off and barely gets warm. There's no in between.